Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that force sensor background was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the force sensor, plunger cable and plunger board as a preventive measure. Service also performed power up process and all the functional test passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test. No adverse effects were reported.